Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the patient extension and the patient line of the homechoice cassette leaked. This event occurred during the fill while the patient was connected. Renal therapy services advised the patient to end the therapy and start all over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.